Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/02/2019. Device returned to manufacturer: yes. Device evaluation: a visual inspection of the phaco tip shows that the distal tip was occluded with a translucent particle. The particle was removed and examined under magnification. The particle material is consistent with the yellow phaco sleeves used in conjunction with the tip. Due to the sharp cutting needle of the phaco tip, pieces of the silicone protective cover, phaco sleeve, or test chamber may be cut and become lodged in the phaco tip during application/preparation for procedure. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. A complaint history review was performed, and no other related complaint was reported against opor0020l lot# 4038087. Clear silicone is possibly the material from protective tubing that came with the device as to protect the phaco tip during transportation. Lake regional medical has implemented the 100% inspection after protective silicone attached to the phaco tip prior to product released. Therefore, the possibility of this failure happened during manufacturing is low. Johnson and johnson surgical will continue monitor this type of complaints per global complaint trending. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco tip was clogged. A description from the surgery center indicated during the phaco procedure, a 501-priming error displayed. The surgery center replaced the tubing pack; however, the issue was not resolved. It was noted the inside of a new tip was clogged. The procedure was completed successfully using a backup. No patient injury is reported.